Event description:
It was reported that the radio frequency (rf head) would not interrogate a device and was missing the silicone pad from the bottom of the head. The rf head has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the rf head failed multiple console tests. A burnt part was found on the printed circuit board (pcb). Also, the silicone backing was missing from the label. (B)(4).